Manufacturer narrative:
Manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti powerport w/ attach 8 fr s/l chronoflex catheter was returned for evaluation. Visual, microscopic, tactual, and functional evaluations were performed. The investigation is confirmed for a subcutaneous leak, more specifically that caused by pinch-off, as a longitudinal split between the 10/12 cm depth markings was found, with yellowing and a necking location along the split site. Tubing profile flattening was found between the 10/11 cm depth marking. Leaking was observed from the slit sites during infusion. Although a definitive root cause for the pinch-off observed could not be determined, misplacement of the port catheter could have potentially caused or contributed to the reported event. Pinch-off is known to occur due to compression of the catheter between the clavicle and the first rib and it is known that placement of the catheter into the subclavian vein medial to the border of the first rib places the device at particular risk for this failure mode. Labeling summary: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that sometime after post port catheter placement in the right subclavian vein, during chemotherapy infusion the patient allegedly experienced pain, discomfort and burning at the port site. It was further reported that an x-ray demonstrated an alleged subcutaneous leak and split. Reportedly, an additional intervention was required for removal and replacement of the device. The patient status was reported as stable after the surgery.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiration date: 07/2018).

Event description:
It was reported that sometime after post port catheter placement in the right subclavian vein, during chemotherapy infusion the patient allegedly experienced pain, discomfort and burning at the port site. It was further reported that an x-ray demonstrated an alleged subcutaneous leak and split. Reportedly, an additional intervention was required for removal and replacement of the device. The patient status was reported as stable after the surgery.